Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks and continued to receive shocks every few minutes. The device was interrogated and found to be in backup vvi mode. It was unknown whether the shocks were appropriate. Device revision is planned.